Manufacturer narrative:
Additional devices listed in this report: cat # 5515f701, lot # s8yjk, description: triathlon ps fem comp #7l-cem. Cat # 5520b700, lot # s9shf, description: triathlon prim cem fxd bplt #7. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available

Event description:
Prolonged wound healing. Study patient ntx (B)(4) had left total knee replacement in the study on (B)(6) 2012. Patient returned to the hospital on (B)(6) 2012 with wound healing problems of the subcutaneous suture. Wet dressing was applied, no other intervention required. The event was entered after a post review of the related clinical study documentation.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding superficial infection involving a triathlon ps insert was reported. The event was confirmed. Device evaluation and results: visual, dimensional, and functional inspections were not performed as no items were returned as they remain implanted. Medical records received and evaluation: in this case, the patient's reaction was favorable and all symptoms rapidly decreased with no late problems reported. In this case no correlation between any specific device property and infection can be established. Patient had mainly bad luck to belong to the small percent category of superficial infectious arthroplasty complications with fortunately a favorable outcome with no late problems reported. As such, this pi case is caused by an adverse mix of patient-related and procedure-related factors. There are no device-related factors evident in this case and this pi is not device-related. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot or sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as patient history, follow-up notes and pathology reports are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Prolonged wound healing. Study patient (B)(6) had left total knee replacement in the study on (B)(6) 2012. Patient returned to the hospital on (B)(6) 2012 with wound healing problems of the subcutaneous suture. Wet dressing was applied, no other intervention required. The event was entered after a post review of the related clinical study documentation.